Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a carbomedics standard aortic heart valve a5-025 was implanted on (B)(6) 2020. It was explanted on (B)(6) 2021 and replaced with carbomedics reduced aortic heart valve r5-023. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer at the time of explant, no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer attempted to follow up on the reported event but no additional information has been received to date. Should further information be received in the future, a follow up report will be provided.